Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the device was received in clear formalin solution in a specimen container. The stent appears slightly distorted; oval-shaped. The non-coronary and left cusps are slightly stiff but flexible expect where mineralization is noted adjacent to the left right and right non-coronary commissures. The right cusp is stiff due to visible mineralization on the inflow and outflow. Moderate to extensive tissue deterioration due to contact with mineralization is noted in the left and right cusps adjacent to the left right commissure. Extensive tissue deterioration and degeneration due to mineralization is noted in the left right commissure. Remnants of thick glistening off white pannus extend along the outflow edge of the sewing ring. An unk amount of pannus appears to have been removed on the inflow and outflow of the valve. Radiography shows extensive mineralization in the right cusp, left right and right non-coronary commissures. Conclusion: reduced performance of the device attributed to extensive calcification, a known potential complications to bioprosthetic valve implant. Root cause attributed to pt condition. The device was replaced without reported patient complication.

Event description:
Medtronic received info that this bioprosthetic aortic valve, implanted 43 months, was explanted due to stenosis. At explant broad diffuse calcification was noted an all three leaflets. The device was replaced without reported pt complication.